Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 808:02 failure code. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery on (B)(6) 2011. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. This is report 3 of 3 from the same device and facility.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.